Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a radical cystectomy for a bladder tumor. It was reported a small piece of seprafilm was placed "to cover" the intestine. Three days after the surgery the patient experienced pelvic abscess. It was reported several jp drainage tubes were placed; however, the locations were not reported. The physician reported ¿after electrotherapy", the seprafilm may have been pushed out by the fluid, leading to the drain not being effective and ¿a dead space¿ was created where the body fluid accumulated and ¿cultivate into abscess¿. On an unreported date, the patient developed sepsis. Treatment for the sepsis was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.